Manufacturer narrative:
Product evaluation: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An ophthalmologist reported a patient who experienced glare and halos following an intraocular lens (iol) implant procedure. The lens was removed and replaced. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and an non-qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).